Event description:
Boston scientific received information that an unknown lead was reported to have pacing impedances of 2000 ohms. No other information about the event, lead, or patient could be obtained. No adverse patient effects were reported.

Manufacturer narrative:
With current information, the lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.